Event description:
The following communication was received from complaint investigation site (cis) manager in 2008, "upon analysis (of the returned device) we found the center support broken. Although the wire did not poke through (the catheter's surface), this has the potential to cause injury." This unit was being returned from a procedure that occurred three weeks prior, for the following complaint description. "Has a broken tip. Distal segment kinked inside body in the right atrium. Replaced it successfully with another of a similar device." There were no pt complications, and was originally assessed to be not reportable.

Manufacturer narrative:
Actual device involved in incident was evaluated. Visual examination was done and photographic images made during eval. The investigation found solder joint failure for center support wire subassembly. Visual examination found evidence of inferior soldering technique. The poor solder joint caused the center support wire to break inside the catheter. In this case, the broken wire was completely encapsulated by the catheter tubing, and therefore, the pt was not at risk for injury. Complaint history review found no trends in this failure mode. It appears to be an isolated incidence. The root cause has been isolated to manufacturing - process. A meeting was held with manufacturing supervisor and product builders responsible for this operation in late 2008.